Event description:
Dental staff member called to request an msds for gluma desensitizer because they got gluma desensitizer in a patient's eyes and were sending her to the doctor. She did not have time to elaborate as she was tending to the patient. We faxed the msds. Spoke office receptionist. She said that the incident occurred on friday. She said that they were placing a filling when the gluma got into the patient's eye. They rinsed the patient's eye thoroughly and asked her if she wanted to continue the appointment. The patient said she was fine and they finished the treatment. The patient called them this morning and they have sent the patient to an eye doctor. The patient did not come into the office before seeing the eye doctor. She did not know what the patient's condition was this morning. (B)(6) 2014 the dental staff member reported that the eye doctor told the patient that the eye was just irritated and he prescribe an eye drop. They reported that the patient was wearing safety glasses during the procedure and the drop went under the rim of the glasses when they were applying. They have not seen the patient since the date of treatment. Asked to follow-up on the patient condition in a few weeks. She said that was fine. (B)(4) 2014 spoke to dental receptionist. She said that the patient is completely recovered.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method and results - the directions for use states, "risk of serious damage eyes. In case of contact with eyes, rinse immediately with plenty of water and seek medical advice. Before use, put on the protective goggles and cover the patient's eyes to protect against splashes of material." The risk of eye injury and protective measures are clearly stated in the directions. Conclusion - as previously stated, the directions for use states,"before use, put on the protective goggles and cover the patient's eyes to protect against splashes of material." The office only used safety glasses which do not provide the level of protection required in the directions. Due to inversion of patients in the dental chair a slight risk of slashing of liquids under a safety glasses rim exists in the dental operatory and that is the reason the directions warns to use goggles as opposed to safety glasses. The dental office failed to provide the correct level of eye protection as afforded by the use of goggles. Labeling give adequate warning of risk for eye exposure and safety precautions. Due to the aforementioned reasons no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated. Device not returned/no device issue.